Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) alarm was identified during a review of a returned homechoice (hc) device; there was no report for this alarm called in by the customer. Not enough data is available within the complaint to identify the root cause; therefore, the cause was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 2011 at 06:02, cycle unknown. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported. No further information is available.